Manufacturer narrative:
Continuation medical devices: 4470 lead, implanted: (B)(6) 2010; 4194-88 lead, implanted: (B)(6) 2010; dtba1d1 device, implanted: (B)(6) 2016.

Event description:
It was reported that the patient presented from another facility and it was noted the patient had their left ventricular (lv) lead programmed off more than five years prior due to high thresholds and diaphragmatic stimulation on all vectors. The lv lead was capped and replaced. During the replacement procedure, and when disconnecting the right ventricular (rv) lead from the device and placing into the new device, the physician was not able to push the pin all the way in. It was noted the rv lead seemed bigger than the superior vena cava (svc) coil lead. The physician attempted to place the rv lead back into the old device, however, the lead could not be placed. It appeared the outer insulation of the rv lead had been pushed back causing the lead to be "fatter" where the material was bunched up. The insulation/material then seemed to go back to normal, allowing the rv lead to be placed in the header of the device. Several impedance tests showed optimal values and the rv lead remains in use. No patient complications have been reported as a result of this event.